Manufacturer narrative:
Qn#1900095272. The device has not been returned for investigation.

Event description:
Bevel of needles within the ck-05401 are bending including the stylet.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, there was no record of purchase of this product. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Bevel of needles within the ck-05401 are bending including the stylet.